Manufacturer narrative:
On 23-oct-2020, the investigation on the suspected medical device was completed. Investigation summary : during visual evaluation of the device, no apparent damage or visual anomalies were observed. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a primary breast augmentation with a 250cc mentor memorygel breast implant (left) and a 325cc mentor memorygel breast implant (right) experienced postoperative bilateral capsular contracture (left grade: iii, right grade: unknown). The patient had a consultation with a healthcare professional, and the diagnosis was confirmed via physical examination. As a result, the patient underwent bilateral removal and replacement with a 300cc mentor memorygel breast implant (left catalog #: 3503001bc, left serial #: (B)(4) and a 375cc mentor memorygel breast implant (right catalog #: 3503751bc, right serial #: (B)(4) on (B)(6)2020. This report is for the right-sided prosthesis.